Event description:
It was reported that the patient fell (B)(6) 2013 and went to the emergency room (ER). The patient stated that they ¿fell right on the stimulator, its crushed, the battery is messed up and the leads are messed up.¿ it was noted that there was a patient injury. The patient stated that the implantable neurostimulator (ins) would charge ¿but won¿t give no juice to the lead wires.¿ the patient was redirected to the healthcare professional (hcp). The patient stated that they needed to find a doctor who would take the ins out and replace it but could not find a doctor. The patient reported that they saw a doctor on the date of report but that they did not deal in stimulators. The patient stated that they would go to two doctors and ¿see if they had better luck.¿ it was further reported that the patient had a stimulator for their back pain. The patient stated that they fell ¿a couple weeks¿ prior to report and their lead wires were ¿messed up.¿ the patient stated that they fell ¿flat on the battery.¿ the patient stated that an x-ray was taken in the ER on (B)(6) 2013. The patient stated that the hcp who took the x-ray said it looked like the stimulator was ¿bent¿ and the lead wire was ¿crushed or off the battery.¿ the patient stated that since the fall they could not feel stimulation in their left leg and the left leg was in ¿severe pain.¿ the patient had been on crutches since the fall. The patient was not able to get an appointment with either doctor discussed earlier. The patient called because they did not have a follow-up hcp and they needed the device checked. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-p4, lot# n258756, implanted: (B)(6) 2011, product type: accessory. Product ID: 365538, lot# n220387, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).